Event description:
Mediport device malfunction, guidewire j-tip wouldn't thread through hypo needle. There was an issue with a guidewire tip fitting through the hypo needle. Unfortunately, the guidewire was discarded. No pt. Harm.